Event description:
The lay reporter alleged that the user's one touch ultra meter was reading inaccurate low. It was reported that the user had rec'd a low result of 44 mg/dl on the subject meter about a week ago. She was "confused" at the time of concern. She was taken to the hosp, but prior to that, two attempts were made to test her on the subject meter. However, they had rec'd error 2 and error 5 messages (due to not knowing how to perform a blood test-incorrect sample application). At the hosp, the user was given "a shot of unknown medication". The hosp meter result was also not known by the reporter. The reporter did not have the product with her at the time of troubleshooting and therefore, there is insufficient info regarding the condition of the test strips, the code on the meter, and the treatment given to the pt. It is documented that the meter setting at the time of testing was mmol/l. The reporter was not aware as to when the test strip vial had been opened. The test strips were found in the kit. A replacement meter, control solution, and test strips were sent to the layer user.